Manufacturer narrative:
H10: two (2) new list # 061-ch3100, 41 cm (16") appx 9.3 ml, quinfuse add-on set w/5 bag spikes, 5 clamps (blue, 4 red), plug adapter; lot # 4339285 were received on june 19, 2020 for evaluation. As received, the two sets were primed with an ICU medical provided spike at gravity pressure. There was no leakage around the spike at gravity pressure. The set was then hydrostatic pressure leak tested per product specifications and no leaks occurred. A video was provided showing a leak between the piercing pin and the tubing. The used set was not returned for evaluation. The reported complaint can be confirmed from the provided video evidence, however without the return of the affected samples, the probable cause cannot be determined. The complaint cannot be replicated on the new returned samples. The device history review for lot number 4339285 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device used in the event was discarded due to contamination with chemotherapy. However, two sister samples have been received, but the investigation is still pending.

Event description:
The customer reported a multifuse that when delivering carboplatin, a leak of about 5mls was noticed on the floor. Per a provided video, the medication was leaking from the tubing connection near the spike. There was patient involvement, but no harm to patient or staff.